Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a cardiac ablation interventional procedure with a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred during use of a prostyle. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 8.5f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Subsequent to filing the final report, a letter was requested. Therefore, type of investigation code 4109 was added.